Event description:
Home patient (hp) reports air in patient line tubing of homechoice set noted during prime. Hp reports they connected themself to the homechoice device before hp should have, during priming. Baxter technician assisted hp in repriming the patient line and completing treatment. No pt injury or medical intervention required per hp.